Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 29, 2026, senseonics was made aware of a users hyperglycemic event. During the event their blood glucose (bg) was 400 mg/dl while the sensor glucose (sg) reading was reported as 120 mg/dl. However, a review in data management system confirmed the sg value at that time was 117 mg/dl, with no bg value recorded. The user's alert settings included a high glucose alert threshold of 250 mg/dl, and no alert was triggered because the sg did not exceed this level. The user did not seek professional medical treatment but self-administered insulin to resolve the event. Their healthcare provider is currently unaware, though the user was advised to follow up, especially with an upcoming appointment scheduled.